Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), UDI#: (B)(4). H3, h6: a medtronic representative went to the site to test the equipment. Hardware was replaced. Codes b01, c02, c08, and d02 are a pplicable to this analysis. H3, h6: the camera, lot number: p923540, was returned to the manufacturer for analysis. A check of the event log showed illuminator current and voltage low. Was not able to perform the accuracy test due to the hardware fault. The reported event could be duplicated by medtronic personnel. Codes b01, c02, c08, and d02 are applicable to this analysis. H6: a05 - localizer faulted a1102 - error messages medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that a positioning sensor unit (psu) fault was indicated, and the optical system became unusable. The procedure was completed using electromagnetic (em). The psu was replaced the next day, and the issue was resolved. There was no delay in the procedure and no impact on patient outcome. Additional information was received. It was reported that this was during a glioma tumorectomy.